Manufacturer narrative:
A supplemental report is being submitted for a correction. D4 serial number updated from (B)(6) . Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power off alarm with several power disconnections. The controller did not seem to recognize any power supply. There were controller power ups but "no power data is shown". A ventricular assist device (vad) stop was associated with the event. Log files revealed an unexpected loss of power. It was also noted that there was a display error. When the battery was connected, "the ac led is on for a second" and the controller starts, but no indicator on the battery capacity on the controller is shown. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was not an unexpected loss of power to the controller seen on log files.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The description of the event was updated to indicate there was not an unexpected loss of power to the controller seen on log files. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: he controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Functional testing revealed that the front panel battery capacity indicators did not illuminate and the controller exhibited controller resets in a loop, resulting in an audible tone. It is likely the inability to illuminate the front panel battery capacitor indicators was perceived as the reported "no power data is shown" event. The front panel controller ac adapter indicator illuminated briefly during the controller resets. Functional testing also revealed the controller was unable to communicate with a test monitor and that the controller was unable to communicate with external batteries on power ports. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. Further analysis revealed that the communication line was shorted. Analysis of the shorted communication line revealed that the inter¿integrated circuit, which communicates with the main integrated chip responsible for the operations of the controller, was shorted, resulting in the controller resets. Analysis indicated that the damaged integrated circuit likely caused a short circuit condition on the communication line, resulting in the shorted component. The controller can still accept power from a power source. After the damaged components were replaced, controller log files were able to downloaded with the monitor. Log file analysis revealed a controller power up event with an associated motor event was logged on (B)(6) 2020 at 02:39:13. The data point prior to the loss of power revealed that a battery was connected to power port one with 97% relative state of charge (rsoc) and another battery was connected to power port two with 78% rsoc. The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and the battery was connected to power port two. No anomalies were observed prior to the loss of power. The controller was without power for 3 minutes and 14 seconds. Log file analysis also revealed a controller power up with associated motor start event with an incorrect date and time stamp. Loss of power to the controller will trigger a continuous no power alarm. Review of the alarm log file revealed multiple critical battery alarms logged with an incorrect date and time stamp and no battery capacity, ID, or cycle count. Several controller power up events without motors starts and vad disconnect alarms were logged, likely due to troubleshooting of the controller during the reported controller exchange. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Controller resets exhibited an audible tone during bench testing. The controller resets were likely perceived as the reported "power disconnections". As a result, the reported display error, inability to recognize a power source, "power off" alarm, and "power disconnections" events were confirmed. The reported vad stop could not be confirmed; however, it is likely the loss of power event was perceived as the reported vad stop event. A possible root cause of the losses of power and "power off" alarm can be attributed, but not limited, to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. The most likely root cause of the reported display error, inability to recognize a power source events and observed critical battery alarms can be attributed to the damaged integrated circuit on the communication line. Based on the investigation conducted, the most likely root cause of the controller resets and inability to communicate with the monitor can be attributed to a shorted component on the communication line caused by the damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Continuation of h9: z-1427-2020 ; z-1428-2020. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.